Manufacturer narrative:
A non-sterile enterprise 4.5mm dia 37mm lgth was received coiled inside of the dispenser inside of a plastic bag. The stent was found deployed. The introducer tube was not returned for evaluation. The delivery wire was received coiled and no damages were noted on them. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed because the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10485322. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer that the device was impeded could not be evaluated due to the conditions of the received unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device is expected for return however is not yet returned. No conclusions are made at this time. (B)(4). This report is related to MFR report # 1058196-2015-00210.

Event description:
The contact at the facility reported that the enterprise stent (enf453712/(B)(4)) could not be inserted into the prowler select plus (606s255x/(B)(4)). The physician used another same size prowler and enterprise. The procedure was successfully completed.

Manufacturer narrative:
Additional information: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.